Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right atrial (ra) lead and right ventricular (rv) lead dislodged because of the neuropathic condition of the patient. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.